Manufacturer narrative:
Additional information: further information was provided and reported the hospital may have additional information, however the surgeon was not sure the information is traceable. The patients did great, no complications or patient complaints. They were able to offer a less invasive, lower risk alternative for ciliary body tumor biopsy. No further information is available. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The following article was received based on a literature review: article: micro-incision, trans-iridal aspiration cutter biopsy for ciliary body tumours. A retrospective, nonrandomized, interventional case series done to perform micro-incision, trans-iridal, aspiration-cutter-assisted biopsy for ciliary body tumours. The study included five patients (n=5 eyes) with ciliary body tumors for aspiration-cutter biopsy through the iris root. The procedure involved a micro-incision, infusion of viscoelastics (sodium hyaluronate 1%, johnson & johnson, santa ana, ca), the biopsy technique, then viscoelastic was removed and seidel examination of the corneal wound done. It was reported that one case (n=1 eye) had 2 biopsy surgeries to get a conclusive diagnosis. No other complication was reported except for small hyphema (1 mm or less) (n=4 eyes) which resolved after 7 to 10 days. There was no intervention reported. This report is for an incomplete healon model adverse event for patient number (#) 5. Separate reports are being submitted to capture the adverse events for patient #1 and patient #4.

Manufacturer narrative:
Date of event: exact dates not provided, article acceptance date is aug. 17, 2020. If implanted, give date: not applicable, the healon is not an implanted product. If explanted, give date: not applicable, the healon is not an implanted product. The device was not returned for analysis. The lot number for this device is not available; therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch will be filed. Device manufacture date: unknown, as the lot number was not provided. Citation: finger, p., hyde, r., chua, m., iacob, c. (2020). Micro-incision, trans-iridal aspiration cutter biopsy for ciliary body tumours. Canadian journal of ophthalmology. 56(2), pp. P124-129. An attempt has been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.